Event description:
It was reported that there was low impedance. The rv (right ventricular) lead was capped and replaced. No patient complications ha ve been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1998. (B)(4).